Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. All buttons function properly. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing or within two weeks of event date in pump history files. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.0mv at zero offset). No damage noted at the electronic assemblies during visual inspection. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. No stuck key alarm found in the history files or traces within two weeks of event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, and cracked battery tube threads. Alleged no communication between pump and transmitter not confirmed during testing. Alleged insulin flow block alarms not confirmed during testing. Stuck button alarm did not occur during testing and was not found within two weeks of the event date in the history file. Stuck button alarm not confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump was occluded, there was loss of communication between the pump and the transmitter, no delivery/occlusion alarm, damage (physical or cosmetic), a crack in the bottom right corner of the insulin pump, an unresponsive keypad/button, and a lost sensor alarm. The customer reported no adverse events. The event involved products mmt-332a, mmt-7841zn, mmt-1884l, mmt-386a, and mmt-7040a. Troubleshooting was performed. The customer reported a past insulin flow-blocked alarm. The customer reported that the pump was dropped, bumped, and/or had possible physical or cosmetic damage. The customer reported a keypad anomaly and/or a stuck-button alarm. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-386a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.